Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: all previously reported patient and device codes were replaced. Conclusion code no longer applicable.

Event description:
Additional information received reported that the outcome was resolved without sequelae (B)(6) 2011.

Event description:
A patient's pump pocket infection resulted in prolonged hospitalization. Upon examination/palpation on (B)(6) 2011, the pocket infection was determined. The patient had the following symptoms: headache, neck pain, and fever. The pump administered lioresal (500.0 mcg/ml at 50.04 mcg/day). The pump was explanted, and catheter intervention was indicated as occurring on the same day. The patient's outcome was noted as on-going. Additional information will be provided in a follow up report, as it becomes available.